Manufacturer narrative:
(B)(4). The complaint was confirmed; there was difficulty inserting a 20fr. Delivery system through the sheath, although once inserted through the seals it could be tracked through the sentrant sheath easily. The cause of this event could not be conclusively determined.

Event description:
A sentrant sheath was inserted as an accessory device for the endovascular treatment of a 50mm in diameter abdominal aortic aneurysm. An endurant 36x14x105aui was used in conjunction with a sentrant sheath. While the physician was advancing the endurant aui stent graft through the sentrant sheath, a strong resistance was felt. The aui stent graft was implanted at the intended location, however when the physician started to deploy the stent graft there was extra force required to stabilize the stent graft system to prevent the whole system from jumping forward and covering the renals. The physician stated that it seemed as if the sheath wasn't compatible to the aui delivery system. No clinical sequelae were reported and the patient is fine.